Manufacturer narrative:
(B)(4). Received one (1) (B)(4), smart concha non-sterile column for investigation. Upon receipt the column was visually inspected for any signs of abuse/misuse/damage. Nothing was noted. It was determined the puncture pins were not defective. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the complaint could not be confirmed. There was no issue with the returned device.

Event description:
Customer reported the column puncture pin did not puncture the water bottle and water could not flow into the column. No patient harm or injury reported.